Event description:
Add'l info rec'd from MFR 9/9/03: in a follow-up phone conversation conducted by inamed, dr's staff confirmed the info provided by the treating physician. Staff also confirmed the fact that inamed was not notified of any adverse event due to the fact that dr did not believe that the inamed dermal filler product had caused the symptoms for which the pt was subsequently treated.

Event description:
Update urgent: zyplast collagen test: 2002 came back normal. Collagen injection dates: 5/02 and 6/02 was put on roxicefin IV and ancef IV and many tests to rule out endocarditis, numerous tests done in hosp to observe the aortic root diameter la dimension systolic/dyastolic posterior wall and septal thickness. Indication for this was fever and strep b. The aortic was 3.20, systolic 2.54 and dyastolic 3.76, 0.9 wall thickness and septal, swelling of tonsils and stiff neck. Ruled out meningitis. Reporter continued to go back to the dr complaining of unusual feeling of lumps in lips and the dr injected more. The dr sent the reporter to an infectious disease dr who that day admitted the reporter to the hosp with 103 fever in 2002 with strep b, lips swollen bluish black color, injection sites draining greenish discharge and 103 fever. Reporter was admitted and discharged with same symptoms. Went back to the dr -initial treating dr- numerous times complaining of swelling, redness, oozing greenish color and blood from injection sites. The dr did one I & d, culture came back as source wound: gram stained viridans group strep not isolated in broth only anaerobic growth and the dr's reports say the dr cancelled specimens? The reporter continued going into office with same symptoms and the dr put the reporter on the following antibiotics and pain medicine throughout the year: augmentin, amoxicillin, tequin, cipro, keflex, cipro again, bextra, medrol, kenalog injections into inflamed sites, vioxx, famvir, cyclobenzaprine 10 mg. The dr continued to just keep the reporter on antibiotics and pain medicine. After one year of no resolve and same symptoms -fever, redness, blackish blue color on lips, pain, edema- at all injection sites. Reporter then proceeded to another dr who immediately removed two infected lumps from reporter's lips in 2003 put the reporter on clinamycin. The dr ordered an essential culture: the dr's records read: clinical correlation w/microbiology culture is essential collection date 2003. The dr also ordered a fungus culture afb, which is pending. Another culture came back to dr reading: beta lactamase to penicillin, tri-sul, oxacillin, cefazolin, clindamycin, vancomycin. Scant coag neg. Staff species. The dr's notes read: site left and right nasal folds and lips not yet resolved, abscesses of injection sites. "The dr wrote were symptoms considered product related by initial treating physician, symptoms of implantation sites abscesses of injection site infection. Reporter's dr is at a dead end. Initial dr has "collagen and botox" days once a month to where the dr gets 6 pts and administers botox and collagen. The dr also said at one visit reporter could have had a "spider bite" on their top lip?????. Reporter have read at least 500 reports, of zyplast collagen related illnesses and somehow the drs say at the end of each pt's report that it has nothing to do with the collagen they are saying from "chocolate" to "anxiety" when these people have basically the same problem as the reporter. Reporter want answers! Reporter have been in agony for one year now. The drs don't know what to do! This is absurd. Reporter feel sick, malaise, pain in every injection site every day for one year!!!!.